Event description:
It was reported that during a percutaneous coronary intervention (pci), a balloon rupture occurred. The primary disease was angina pectoris (ap) and the 90% stenosed and calcified lesion was located in the proximal left anterior descending (lad) artery. The 2.50x8mm apex monorail balloon was used to pre-dilate the target lesion and on the first attempt it was inflated to 6 atmospheres. On the second inflation, the balloon burst at 10 atmospheres. It was removed intact from inside the patient without any injury or complications. The physician proceeded to pre-dilate the lesion with a 2.50x8mm quantum maverick balloon and the procedure was completed with a different device. The patient's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch will be filed.